Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: the pharmacist calls to report a defect on a menquadfi syringe. The syringe is dirty inside, as if it were rusty, it is all brown. The pds did not use this syringe and took another one. The syringe and box are available in pharmacies. Where was the incident detected? In the market before use.

Manufacturer narrative:
(B)(4) - correction/supplemental MDR - foreign matter. Correction: correct batch number is 2124321 added to section d. Evaluation: a visual evaluation was conducted on three images of a 1 ml ll syringe (part number 309628), each depicting a fully assembled syringe attached to a needle from various angles. No visible defects were identified in the images, and the observed condition appears to meet product specifications. However, due to limitations in image resolution and the absence of a physical sample, a comprehensive assessment could not be completed. Consequently, a potential root cause could not be determined, and no corrective actions are required at this time. Furthermore, a device history record review was completed for provided lot numbers 2124321 and 2124315. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.